Event description:
Additional information was received. It was reported that the issue occurred in a posterior cervical fusion. Rebooting the imaging system was noted to restore functionality.

Manufacturer narrative:
H2) additional information: see b5 and section e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The initial reporter was not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. They were unable to perform a 3d spin. The issue was confirmed based on a video. The removed the system covers and checked the detector interface to gpio-motion interface-system board. They observed loose connectors. The modified the cable to make the connectors more sound. They reinstalled the covers and tested the system more than 15 times in different positions and after multiple reboots. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that after anterior posterior (ap) lateral images, the facility was unable to complete a 3d image acquisition. It was noted that the facility would attempt a reboot, but confirmation of resolution was not provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.